Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the libre sensor and sensor kit indicated by the serial number provided by the customer were reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unknown scanned values while using the adc freestyle libre sensor. On (B)(6) 2020, the customer felt like he needed to test his blood glucose but subsequently lost consciousness. Upon waking up, the customer called emergency services and was treated with insulin (dose unknown) and ice for a sensor scan of 142 mg/dl compared to a blood glucose test of 100 mg/dl obtained from the hcp meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported unknown scanned values while using the adc freestyle libre sensor. On (B)(6) 2020, the customer felt like he needed to test his blood glucose but subsequently lost consciousness. Upon waking up, the customer called emergency services and was treated with insulin (dose unknown) and ice for a sensor scan of 142 mg/dl compared to a blood glucose test of 100 mg/dl obtained from the hcp meter. There was no report of death or permanent injury associated with this event.